Event description:
It is reported that the device was implanted in 2003, and revised in 2008 due to the femoral neck fracturing.

Manufacturer narrative:
This report will be amended, when our investigation is complete.